Event description:
Customer states they obtained a less than 0.1 result for total psa on several pts that they repeated and obtained different results on rerun. Customer provided eight pt examples that were discrepant, all initial results were less than 0.1 ng per ml, repeats were as follows: pt 1, repeat result 0.3 ng per ml. No treatment was given due to erroneous results since no erroneous results were reported. No pts were affected. The field service rep determined the measuring cells were due for replacement and the measuring cells were replaced. Performance tests were performed and passed without error. Instrument operating within specifications.

Event description:
Customer states they obtained a less than 0.1 result for total psa on several pts that they repeated and obtained different results on rerun. Customer provided eight pt examples that were discrepant, all initial results were less than 0.1 ng per ml, repeats were as follows: pt 8, repeat result 6.9 ng per ml. No treatment was given due to erroneous results since no erroneous results were reported. No pts were affected. The field service rep determined the measuring cells were due for replacement and the measuring cells were replaced. Performance tests were performed and passed without error. Instrument operating within specifications.

Event description:
Customer states they obtained a less than 0.1 result for total psa on several pts that they repeated and obtained different results on rerun. Customer provided eight pt examples that were discrepant, all initial results were less than 0.1 ng per ml, repeats were as follows: pt 6, repeat 0.9 ng per ml. No treatment was given due to erroneous results since no erroneous results were reported. No pts were affected. The field service rep determined the measuring cells were due for replacement and the measuring cells were replaced. Performance tests were performed and passed without error. Instrument operating within specifications.

Event description:
Customer states they obtained a less than 0.1 result for total psa on several pts that they repeated and obtained different results on rerun. Customer provided eight pt examples that were discrepant, all initial results were less than 0.1 ng per ml, repeats were as follows: pt 5, repeat result 0.6 ng per ml. No treatment was given due to erroneous results since no erroneous results were reported. No pts were affected. The field service rep determined the measuring cells were due for replacement and the measuring cells were replaced. Performance tests were performed and passed without error. Instrument operating within specifications.

Event description:
Customer states they obtained a less than 0.1 result for total psa on several pts that they repeated and obtained different results on rerun. Customer provided eight pt examples that were discrepant, all initial results were less than 0.1 ng per ml, repeats were as follows: pt 7, repeat result 2.1 ng per ml. No treatment was given due to erroneous results since no erroneous results were reported. No pts were affected. The field service rep determined the measuring cells were due for replacement and the measuring cells were replaced. Performance tests were performed and passed without error. Instrument operating within specifications.

Event description:
Customer states they obtained a less than 0.1 result for total psa on several pts that they repeated and obtained different results on rerun. Customer provided eight pt examples that were discrepant, all initial results were less than 0.1 ng per ml, repeats were as follows: pt 2, repeat result 0.8 ng per ml. No treatment was given due to erroneous results since no erroneous results were reported. No pts were affected. The field service rep determined the measuring cells were due for replacement and the measuring cells were replaced. Performance tests were performed and passed without error. Instrument operating within specifications.

Event description:
Customer states they obtained a less than 0.1 result for total psa on several pts that they repeated and obtained different results on rerun. Customer provided eight pt examples that were discrepant, all initial results were less than 0.1 ng per ml, repeats were as follows: pt 4, repeat result 0.8 ng per ml. No treatment was given due to erroneous results since no erroneous results were reported. No pts were affected. The field service rep determined the measuring cells were due for replacement and the measuring cells were replaced. Performance tests were performed and passed without error. Instrument operating within specifications.

Event description:
Customer states they obtained a less than 0.1 result for total psa on several pts that they repeated and obtained different results on rerun. Customer provided eight pt examples that were discrepant, all initial results were less than 0.1 ng per ml, repeats were as follows: pt 3, repeat result 0.4 ng per ml. No treatment was given due to erroneous results since no erroneous results were reported. No pts were affected. The field service rep determined the measuring cells were due for replacement and the measuring cells were replaced. Performance tests were performed and passed without error. Instrument operating within specifications.